Event description:
It was reported that, "allegedly over time the tips of the retractors are bending over. They just wouldn't engage the tibia as well."

Manufacturer narrative:
Additional info has been requested and if received will provided in a supplemental report. This is the same pt/event as MFR# 2249697-2012-00727.